Manufacturer narrative:
Correction: a4 patient weight is 254. The probable cause of error c34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred against the erbe generator and energy activation was interrupted. The customer power cycled the erbe prior to calling, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to change the coagulation setting to classic mode as a workaround, but the energy effect was too low for the surgeon. The tse asked the customer if they had a force triad generator available. The customer stated that he did not believe so, and the other systems were in use. The customer converted the procedure to a traditional laparoscopic procedure. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: additional ports were not added due to the conversion to laparoscopic.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). They system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code c34 upon startup; however, a review of the generator log showed multiple record errors.